Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead has failed. No additional information was available. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
To date, this explanted lead has not been returned to boston scientific for laboratory testing. Boyle, t., c. Healy, et al. (2016). "Endovascular occlusion of the superior vena cava in a patient with stenosis and chronic intracardiac leads." Journal of innovation in cardiac rhythm management 7(9): 2473¿2475.

Event description:
Boston scientific received information from a journal article that described the use of an occlusion balloon during the explant of a transvenous lead. The patient¿s easytrack 2 left ventricular ( lv) lead (model#4518) reportedly exhibited loss of capture. The patient was also noted to have an epicardial mesh girdle. During the procedure, the balloon catheter was used to achieve occlusion of the svc. Laser lead extraction was then carried out. A competitor lv lead was implanted to replace the explanted lv lead; however, the right ventricular (rv) and right atrial (ra) leads tested normally during the procedure and remained in service. The patient¿s recovery was uncomplicated.